Manufacturer narrative:
(B)(4). The epiphany injectors were also received by have yet to be inspected, however, the lens was evaluated. There were tears in the optic and a clear surgical residue on the lens method - search by lot number. Results - a search by lot number revealed there was one similar complaint found within the work order. Conclusion: based on th complaint information, lot order search and evaluation of the returned product, we were unable to determine a specific root cause of the event. (B)(4).

Event description:
The customer reported there was an attempt to load +24.5 diopter cq2015a collamer three piece lens into the injector but due to the problem they have been having with the epiphany unit, the lens was not used. No patient contact. The reporter stated they have been having problems the epiphany injection system clicking properly after the lens is seated in them.